Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to place. The lead was removed and a new lead was implanted. The implant of the right ventricular (rv) lead was also unsuccessful because the rv lead exhibited high, unstable thresholds. The rv lead was removed and a his lead was attempted. The his lead became distorted after multiple operations. The lead was removed and replaced. No patient complications have been reported as a result of this event.